Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the cartridge was not properly fitting onto the pump and was reportedly loose. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather further information and troubleshoot however no response was received.